Manufacturer narrative:
Analysis of the log files from the AED identified a history of service code 5310, which is related to the speaker functionality of the AED. The unit was requested for return and further evaluation. Upon return, the device underwent bench testing. The reported issue was confirmed. During functional testing of the AED, the device provided intermittent audio prompts. Further investigation traced the intermittent audio to a connection issue between the speaker and the main board. Although the original customer report was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.